Manufacturer narrative:
Section h4 - device mfg date updated from blank to 1/1/2019 the field service representative (fsr) inspected the instrument and found the cable, ict to ict pre amp was pinched at the module holder. The fsr replaced the part which resolved the issue. No additional discrepant results have been reported since the part was replaced, and service activity completed. Return testing was not completed as returns were not available. The instrument service history review revealed one additional service ticket associated with discrepant/erratic sodium results, however, there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, ict to ict pre amp, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 for serial number (B)(6), or the cable, ict to ict pre amp was identified.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c4000 for patient samples. The following data was provided (customer¿s reference range 136-145 meq/l): (B)(6) 2024, patient 1 initial result = 109 meq/l, repeat results on another analyzer sn (B)(6) = 139 meq/l, 140 meq/l. Patient 2 initial result = 110 meq/l, repeat results on another analyzer sn (B)(6) = 139 meq/l, 139 meq/l. Patient 3 initial result = 109 meq/l, repeat results on another analyzer sn (B)(6) = 139 meq/l, 140 meq/l. (B)(6) 2024, patient 4 initial result = 109 meq/l, repeat results on another analyzer sn (B)(6) = 139 meq/l, 140 meq/l. Patient 5 initial result = 109 meq/l, repeat results on another analyzer sn (B)(6) = 139 meq/l, 140 meq/l. Patient 6 initial result = 109 meq/l, repeat = 135 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c4000 for patient samples. The following data was provided (customer¿s reference range 136-145 meq/l): (B)(6) 2024 patient 1 initial result = 109 meq/l, repeat results on another analyzer sn 163939 = 139 meq/l, 140 meq/l patient 2 initial result = 110 meq/l, repeat results on another analyzer sn 163939 = 139 meq/l, 139 meq/l patient 3 initial result = 109 meq/l, repeat results on another analyzer sn 163939 = 139 meq/l, 140 meq/l (B)(6) 2024 patient 4 initial result = 109 meq/l, repeat results on another analyzer sn 163939 = 139 meq/l, 140 meq/l patient 5 initial result = 109 meq/l, repeat results on another analyzer sn 163939 = 139 meq/l, 140 meq/l patient 6 initial result = 109 meq/l, repeat = 135 meq/l no impact to patient management was reported.